Event description:
Boston scientific received information that this device was explanted due to battery status at elective replacement indicator (eri). The physician alleged replacement earlier than expected in accordance with product labeling. The implanted service life was noted as 3.8 years and the product is expected to be returned for a post market longevity evaluation. No specific adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.